Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e1. Evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling and full functionality stress testing with a known good ECG cable and multifunction cable on a simulator without duplicating the report. Visual inspection of the multifunction receptacle observed signs consistent with fretting. The multifunction receptacle was replaced to reduce the probability of recurrence. The device passed the final test procedure, was recertified, and returned to the customer with a replacement multifunction cable. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.